Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridges were filled with 200-300 units of insulin. The customer's blood glucose level was 240 mg/dl. The customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 200-300 units of insulin. The customer's blood glucose level was 240 mg/dl. The customer was able to load a new cartridge successfully and resume insulin delivery.